Event description:
It was reported that the scale will not weigh or zero properly which could result in an inaccurate reading. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.